Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. She has thrown the test cassette away and cannot provide a picture. The kit was purchased at drugmart.